Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, asr resurfacing, left, reason(s) for revision: alval / soft tissue reaction / pain / increase of cobalt ion. Update aug 4, 2017: email notification from (B)(6) received. There is no new information. Added unknown stem and sleeve due to alleged increased metal ions. This complaint was updated on aug 16, 2017.

Manufacturer narrative:
Asr revision, asr resurfacing, left. Reason(s) for revision: alval / soft tissue reaction / pain / increase of cobalt ion update aug 4, 2017: email notification from (B)(6)'s received. There is no new information. Added unknown stem and sleeve due to alleged increased metal ions. This complaint was updated on aug 16, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.